Manufacturer narrative:
(B)(4). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while being used in a surgical case one of the fins broke of the instrument. There was no reported harm to the patient or foreign body retained.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a sentinel event.